Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost her charger approximately 2-3 years ago. As a result, she has not recharged her ipg since that time. The patient was also without stimulation. Subsequently, the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative and the reported issue is now resolved.